Manufacturer narrative:
The device was received for evaluation- the investigation is pending. Additional contact information: (B)(6).

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported that when administering daratumumab (immunotherapy) through a saf-t-intima device the lurelock clave used leaked the medication out of the side. This was changed two times and both claves had the same problem. Then the med was administered without a clave without further incident. There was a blue pad below, so no chemo was spilled. The impact of incident was that there was longer admin time due to equipment changes. There were three affected devices. There was patient involvement and there was no adverse event reported.

Manufacturer narrative:
Received three used. List #mc100, microclave¿ were returned for evaluation. As received a daratumumab residuals was found inside each of the microclave. However, no physical damage or anomalies were observed in none of the samples. No mating device was returned for evaluation. The returned samples were tested as per procedure and no leaks were confirmed. Each of the microcave was dissembled and a coring seal damage was observed on microclave #1, no additional damage or anomalies were observed, only daratumumab residual was observed inside each of the microclave. Complaint of leaking can be confirmed, based on the residual observed inside the microclave. The probable cause of the residual is unknown. A device history report (DHR) lot review for lot #13801078 was performed and no discrepancy, anomalies or nonconformances were identified that might lead the condition observed in this complaint.